Event description:
It was reported that pump generated cartridge alarm 20 during use and issue did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, and was able to resume insulin therapy, and no additional information was available regarding original cartridge lot number.